Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During evaluation it was determined that the initial reported condition of the device was not working was not confirmed. Therefore, the assignable root cause was not determined. However, the malfunctions found during service and evaluation have been confirmed. The assignable root cause was determined to be due to component wear. UDI: (B)(4).

Event description:
It was reported from india that during service and evaluation, it was determined that the motor device cannot engage the attachment, device ran in the unexpected direction/mode, unintended activation/motion and component damage. It was further determined that the device failed pretest for loctite assessment, cutter lock, safety and direction control. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, an additional report will be submitted accordingly.